Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri), was explanted, successfully replaced and returned to boston scientific for analysis. There were no allegations against the device at the time of explant, and no reported adverse patient effects.